Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device failed several a self-test due to a low battery on the (B)(6) 2012. The device remained in fault mode until the (B)(6) 2012 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Temperatures are recorded during this time below the recommended minimum standby temperature. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. Corrosion was observed on the contact collars and the carry case, the upper case around the lid was covered in a dirt substance. This further confirms adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.